Event description:
On (B)(6) 2012, the patient contacted animas and stated that the ok keypad button was unresponsive and required multiple button presses in order to elicit a response. The patient reportedly wore the pump in case attached to a belt and did not clean the pump. There was no reported patient impact associated with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: testing confirmed intermittent responses to button presses on the up, down, ok and contrast buttons. Multiple button presses requiring increasing force are required before the ok button will engage. None of the buttons on the keypad have normal spring back or click. No visible damage on the keypad. Removed keypad cover to check condition of the button contacts. Contamination was present under the contacts of all buttons.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.